Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 32 mg/dl while wearing the pod. The patient reports the pod was leaking during wear and their controller did not show their insulin on board. The patients blood glucose level was 300 mg/dl and the last bolus amount was 13.3 units of insulin administered 3 hours prior to having low glucose levels. The patient reports they had lost consciousness and was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient had a head scan administered. The patient was treated with two emergency injections of glucagon and intravenous glucose. The patient remains in the hospital at the time of this call.